Event description:
During servicing of electrode belt sn (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt had a broken trunk cable connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (broken trunk connector) has been confirmed. Upon evaluation the trunk cable connector was broken, not allowing the electrode belt to make a secure connection with the monitor. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.